Event description:
The customer contacted physio-control to report that their device had not delivered a shock to a patient. The patient was not harmed as a result of the reported event.

Manufacturer narrative:
Physio-control performed some unrelated repairs and observed proper device operation through functional and performance testing. The device was subsequently returned to the customer for use. The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and was unable to reproduce the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had not delivered a shock to a patient. The patient was not harmed as a result of the reported event.